Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with twitching in his chest and abdominal area. Upon interrogation, the pulse generator exhibited backup vvi operation. Device reprogramming successfully restored the device firmware. Patient's twitching symptom in the chest and abdomen completely resolved upon programming changes.